Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received gablofen baclofen (2000mcg/ml, 1005mcg/day) in an implantable pump intractable spasticity and other spasticity. A motor stall and recovery were seen at initial interrogation following a recent MRI. The patient had an MRI on (B)(6) 2016 and the pump was not read until (B)(6) 2016 when the patient was seen for a routine refill. The motor stall recovered following interrogations. There were no reported symptoms. No audible alarms were heard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.